Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the cap was diagnosed following a chest x-ray and sputum tests.

Manufacturer narrative:
B5 event description - updated h6 patient codes (ime/annex e) - updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient developed an "infection likely l-sided cap" (community-acquired pneumonia) and IV antibiotics were administered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following an index procedure involving the sphere-9 mapping and ablation catheter, a left pleural effusion was identified. The patient experienced a two-day history of feeling unwell, feeling run down, shortness of breath on exertion, and inability to climb stairs. A chest x-ray revealed left base focal consolidation, and blood tests showed a high white blood cell count and high neutrophil count. The patient was newly hospitalized. Treatment included intravenous diuretic and intravenous antibiotics, and the patient completed the course of antibiotics and was medically stable for discharge. No further patient complications have been reported as a result of this event.